Event description:
An ocd lab specialist reported potentially false negative results for anti-hbc at a customer site. A false negative result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.